Event description:
It was reported that during routine follow-up, this implantable pacemaker was found to be in safety mode upon interrogation and premature battery depletion was also observed. The patient was then sent to the intensive care unit (ICU) for evaluation and a temporary pacing wire was inserted to guarantee pacing until the device was explanted and replaced. No additional adverse patient effects. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. The battery was removed from the device for analysis and the results found a depleted cell with no battery-related failure determined. The failure mode reported from the field was confirmed, however, the probable cause could not be determined because the failure mode was not able to be recreated during analysis.

Event description:
It was reported that during routine follow-up, this implantable pacemaker was found to be in safety mode upon interrogation and premature battery depletion was also observed. The patient was then sent to the intensive care unit (ICU) for evaluation and a temporary pacing wire was inserted to guarantee pacing until the device was explanted and replaced. No additional adverse patient effects. The device was returned for analysis.

Event description:
It was reported that during routine follow-up, this implantable pacemaker was found to be in safety mode upon interrogation and premature battery depletion was also observed. The patient was then sent to the intensive care unit (ICU) for evaluation and a temporary pacing wire was inserted to guarantee pacing until the device was explanted and replaced. No additional adverse patient effects. The device was returned for analysis.